Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced complications and was injured and damaged. Because of complications, the device was removed. The device was not returned for evaluation.

Event description:
Further info received indicated the pt presented with vaginal erosion. Based on this new info, this event is covered by the remedial exemption-e199601, assigned on 4/6/99. Therefore, this event should not have been reported due to the exemption.